Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, and no visual defects were identified in the tube. Functional testing was performed, and the obturator was found to be bent, therefore confirming the reported problem. The most probable root cause is that damage occurred after the product left the facility. A device history record could not be completed as no lot number was received.

Event description:
It was reported the stylet of the tracheostomy tube got stuck and would not come off. It was replaced with a smaller tube, but the stylet will not come off. The replacement of the smaller tube was successful, but the stylet tube could still not be removed and was completely stuck. There was no medical intervention and no harm brought to patient. Gcm received an email via service cloud on 24-june-2024 from (B)(6), regarding a bivona ped std, 5.0 ID, l=44, 7.3od with list number unknown and lot number unknown . The customer stated that the incident was reported on 14-06-2024 and involved a paediatric tracheostomy tube - size 5 was reinserted into the tracheostomy stoma; the stylet would not come out which resulted in having to insert the smaller tracheostomy tube (size 4.5). This was successful, however even when the tracheostomy tube was out the stylet could still not be removed and was completely stuck, cause unknown. The device is available for investigation. The event date is unknown. There was patient involvement. Atolontan 24-june-2024 update: gcm received an email on 26-june-2024 from (B)(6) from (B)(6) stating that the event occurred on 14-jun-2024 at (B)(6). There was no medical intervention required and no direct harm other than minimal trauma to the tracheostomy stoma off then requiring the smaller tracheostomy tube inserted and then back to his normal size. Patient had minimal bleeding, more of an issue regarding the child being distressed throughout. The patient initials are dm, date of birth (B)(6) 2013, age 11 years 4 months, weight 24.1 kg. The patient suffers from the following conditions: charge syndrome, hearing impairment, bilaterally aided, neurofibromatosis, learning disability, unsafe airway-choanal atresia requiring tracheostomy, unsafe swallow, gastrostomy dependant, recurrant ear infections - cholesteatoma surgery and also mild immunodeficiency. Atolontan 26-june-2024.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.